Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) was just received back from preventative maintenance and would not recognize the purge cassette. The customer had a loaner onsite to utilize. No indication of patient involvement, harm, or injury.